Event description:
It was reported that the right ventricular lead had increasing impedance, noise and oversensing which triggered a patient alert. It was also reported that the lead could not be removed from the connector and that the connector screw seemed to be broken. The lead was capped and replaced. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was additionally noted that the grommet was damaged and that the set screw was damaged. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that only visual analysis was performed and the outer insulation had a white substance.